Event description:
A customer reported the unit shut down in the middle of a photocoagulation procedure. The customer used "cryo" to complete the procedure with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).